Manufacturer narrative:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to the observed adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: ishii m et al. Reduction in thrombogenic activity and thrombocytopenia after transcatheter aortic valve implantation. Ijc h eart & vasculature. 2019 jun; 23: 100346. Doi: 10.1016/j/ijcha.2019.100346. Epub 2019 mar 28. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding bleeding complications post transcatheter aortic valve implantation and monitoring thrombogenicity using the total thrombus-formation analysis system (t-tas). All data were collected from a single center between august 2017 and march 2018. The study population included 23 patients (predominantly female; mean age 87 years), 2 of which were excluded from the study due to insufficient blood samples. An undisclosed number of patients were implanted with a medtronic evolut r bioprosthetic valve (no serial numbers provided). Among all patients, 2 deaths occurred within 30 days post implant. One was due to cardiovascular causes and the other was due to no n-cardiovascular causes, respectively. Based on the available information, medtronic product was not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, conduction disorders, cardiac tamponade, stroke, major vascular complications, bleeding, and puncture site hematoma (surgical intervention was not required). Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.